Event description:
The customer reported that a pt expired and the monitor did not alarm.

Manufacturer narrative:
H.3. H.6: data and comments made by the customer support that the pt had gone to a test and was off the monitor for a period of time. The pt remained off the monitor for additional time unitl it was noted by the staff that the pt was unmonitored. When monitoring was resumed, the pt was in a lethal rhythm.